Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Us distributor contacted zoll to report that the patient developed an open and bleeding skin irritation under the ucor hfams patch. There was no alleged device malfunction contributing to the irritation. The patient reported they were going to follow up with the physician's office regarding the skin irritation. Outcome of the skin irritation is unknown.